Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection prior to decontamination noted that the header was loose. High power visual inspection noted that the header was separated from the device case and most of the ma (medical adhesive) was on the bottom of the header. A real time x-ray noted that all feed thru wires were intact. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was to be explanted due to declaring elective replacement indicator (eri). During the explant procedure, the device header was found to be loose when removed from the device pocket. The local area sales representative did not believe the damage to have been induced. No inappropriate detections or out of range measurements were observed as a result. The device was successfully explanted and replaced. No adverse patient effects were reported during the procedure. The device was to be returned for reliability analysis.

Event description:
Additional information was received that the device was returned for reliability analysis.